Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient experienced a syncopal episode and presented to the hospital. The device showed ventricular fibrillation episodes that were correctly identified and treated but the rhythm was not converted. The patient received external defibrillation which converted the rhythm. No intervention was performed. The patient will continue to be monitored.

Event description:
There is no known allegation from a health care professional that suggests the death was related to the device. The cause of death was unknown.